Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted due to pannus overgrowth. No adverse patient effects were reported. It was reported that the valve will not be returned for analysis.

Manufacturer narrative:
Results - device history review found the product met specifications when released for distribution. Conclusion - exact cause of event cannot be determined as the product was not returned for analysis. Analysis: to date, this product has not been returned to medtronic for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: although the product was not returned, the explant report indicates that the reason for explant was host tissue overgrowth of the device. Product explanted and replaced without reported adverse patient effects.